Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported a da pcba adc failed vent inop occurrences. No patient involvement was reported.

Manufacturer narrative:
The customer biomed reported replacing the da-mc ribbon cable to resolve this issue.